Manufacturer narrative:
The peritonitis occurred about "two weeks ago saturday," six days prior to receipt of this report. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was hospitalized for the event. The patient received unknown intravenous and intraperitoneal antibiotics as treatment for the peritonitis event. The patient was recovered from the peritonitis event. Pd therapy was ongoing. No additional information is available.